Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The patient has a history of coronary artery disease and peripheral vascular disease. The diameter of the proximal non-aneurysmal aortic neck was 21mm. Aneurysm and vessel morphology are unknown. The 16 mm diameter x 11.5 cm length iliac limb was difficult to insert through the new 16 french cook sheath. During deployment of the iliac limb, the graft cover broke. The device was removed, and another device of the same size was deployed through an old 16 french cook sheath without difficulty. Final angiography revealed an endoleak, but its source could not be assessed. It was reported that the endoleak was thought to be a junctional leak or transgraft flow. Two extender cuffs were implanted inside the bifurcated stent graft in an attempt to seal the endoleak, but the endoleak was not resolved. It was reported that the patient would be monitored.